Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut with aspiration working during a procedure. The product was replaced and procedure completed. No patient impact reported.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the probe has no cutting during surgery; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with various other components, for the report of no cutting during surgery. The sample was visually inspected and found to be non-conforming with a non-conforming port orientation. The sample was then functionally tested for actuation and cut and was found to be non-conforming for both functional tests. The sample was then disassembled and the components inspected. No/minimal wear was observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at multiple locations along the cutter. Dark foreign material was observed on the tip of the cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The complaint evaluation confirms that the probe had a cut failure and also indicated that the probe had an actuation failure. The exact root cause of the actuation and cut failures cannot be determined from the evaluation performed. A potential contributing factor to the cut failure is the non-conforming port orientation. An investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of the non-conforming port orientation. No additional action with regard to this complaint was taken by the manufacturing site because the exact root cause for the actuation and cut failures cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).